Manufacturer narrative:
The insulin pump had error 63 alarmed with variable (003) during self-test and confirmed in pump history due to cold solder joint at u1 keypad assembly. The insulin pump was received with operating currents within spec. The pump passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error 25 and power loss alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The insulin pump was received with stained and fading serial number label. The insulin pump also had a minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a pump error 25. The customer's blood glucose level was 176 mg/dl at the time of the incident. The customer states this is the second call regarding the power error alarm. The insulin pump will be returned for analysis

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.